Manufacturer narrative:
(B)(4). The patient was not hospitalized for the peritonitis event. Thirty-seven days after the peritonitis diagnosis, the patients' peritoneal dialysis catheter was removed and the patient was placed on hemodialysis. It was reported that on an unknown date, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).

Event description:
It was reported that the patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis event was unknown. It was not reported if the patient was hospitalized for the peritonitis. On the same day as the onset, the patient began treatment with vancomycin (1.5 grams/daily/ intraperitoneally (ip), for 10 days) and ceftazidime (1 gram/daily/ip, for 10 days) for the peritonitis. At the time of this report, the patient was recovering from the peritonitis. The pd therapy was ongoing. It was further reported that the patient will have the pd catheter removed at a later date and will be placed on hemodialysis temporarily. Additional information was requested but was not available at this time. This is report 1 of 3 involved in this event.